Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head will not stay attached to toothbrush - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head would not stay attached to oral-b toothbrush, type 4729. No injury was reported.